Event description:
Patient alleges the charger would not stay in the charge port of their philips blood glucose meter. They allege the connection got lost between the power cord and the charge port. There is no evidence or allegation of injury or medical intervention. During return investigation of the meter, there was evidence of melting around the charge port.

Manufacturer narrative:
Device was returned for evaluation. Inspection of the device determined there was moisture ingress, which led to excessive heating and melting of the charge port. The meter was exposed to moisture by the patient which goes against standard handling and storage of the device described in the user manual.